Manufacturer narrative:
Wound infection. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent partial corpectomy at t8/9 due to tumor removal and corpectomy. Post-op, it was found that the implanted cage migrate a bit. Also loose a one to two millimeters of height. Hence on (B)(6) 2020, revision surgery was performed in which the cage was removed. Patient had wound infection at incision, initial intention was to reposition implant, move forward. Patient had ¿weak¿ bone.